Event description:
A report was received from the field, indicating a health worker was exposed to hydrogen peroxide (h2o2) after the sterrad's door became open in the middle of the cycle, emitting h2o2 out of the chamber. The employee walked over to the unit to cancel the cycle. The h2o2 contact was on the employee's hands and face, and he experienced numbness for more than five hours. The employee did not immediately administer first aid. After a few hours, he rinsed affected body parts. To treat the h2o2 contact, the employee rinsed/flushed and washed affected areas with soap and water. The employee was not wearing personal protective equipment. The employee was informed on the h2o2 material safety data sheet information on first aid measures. The employee stated he is not experiencing any lingering symptoms (24 hours to (B)(6) 2009) and has not sought medical attention. He was recommended to seek medical attention if he felt any continuing or other symptoms. The employee was trained on the use of the sterrad operating parameters, instructions for use and maintenance, safety precautions and acceptable load conditions. The frequency of exposure to the sterrad sterilizer is intermittently throughout the workday. The temperature of the environment where the load instruments and materials were stored prior to processing in the sterrad is unknown. The temperature of the room where the sterrad is located is also unknown. The vaporizer plate was installed by an asp representative and according to asp specifications. However, it is unknown if the vaporizer plate was properly maintained by an asp representative. The vaporizer plate was not damaged. The reporter did not indicate if a biological indicator was in the unit. There are no peroxide residue samples available. The load was re-processed. The load consisted of storz camera (wrapped), cystoset (wrapped), and suction cup (peel pack). Other load related information was not provided by the initial reporter. The sterrad 100s sterilization system user's guide warns that hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. The sterrad 100s sterilization system user's guide warns that warning! Hydrogen peroxide may be present: wear chemical resistant latex, pvc (vinyl), or nitrile gloves whenever handling, a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber.

Manufacturer narrative:
Capital equipment: the unit was evaluated by an asp field service engineer (fse) at customer's site. The fse reported the following: I found this unit had 2 injection system interrupted (isi) cancellations; after I had the customer perform the master reset over the phone yesterday, I see no cancellations. Upon arrival to the site, I noticed the case load was very low, I looked for the cycle to printout and it was missing. The management on site informed me the print had been discarded. I looked at the unit and found nothing wrong with it. The system met manufacturer's specifications. I ran a diagnostic empty chamber cycle, and it cancelled in the 2nd injection for (isi). I made an adjustment to valve height and re-ran the empty cycle. The unit is operating normally.